Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer is in the hospital and being treated for high blood glucose and other things. Customer has open ulcers on her heels and her buttocks which may be infected and affecting her high blood glucose level. Caller was concerned because the hospital physician turned off the patterns and she was wondering if the basal had completely turned off.